Manufacturer narrative:
Device was returned on 13aug2025 device investigation completed on 27nov2025 result of investigation: the investigation revealed the following errors: the handle is scratched. The shaft is scratched. The technical investigation did not reveal the fault described by the customer ("image completely disappeared during use"). Only scratches on the shaft and handle were found. As this was a robot-assisted operation, there could also be a connection fault between the devices. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that, during the last 5 minutes of a robotic laparoscopic procedure, the image from the scope briefly flickered for a few moments when the monopolar was activated. The team proceeded to complete the surgery. After the procedure, when the endoscope was disconnected from the robotic arm but the cables were still connected to the storz system, the image completely disappeared, leaving only purple and white flashes on the screen. The start-up specialist (sus) unplugged and replugged the black cable, which triggered a red alarm stating frozen endoscope. Subsequently, the black cable was unplugged from the storz system again, resulting in a yellow alarm stating endoscope was not supported. The sus replaced the endoscope with a different one, and no further issues were observed. There was no patient injury. No negative impact in state of health reported.